Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had discomfort when charging. There was a burning sensation felt, especially while charging. There were no signs of skin irritation. The patient did not see the thermometer icon when this had occurred. The recharging statistics were reviewed and there were no reports of anything higher than 37.7 shown in the last 6 recharging sessions. The coupling bars ranged from 0-7 bars throughout the last 5 sessions. The manufacturer representative stated that the patient reported that they thought that stimulation was on when they were recharging. Migration of one of the leads was recently discovered. There were no fall or traumas reported. Caller reports all impedances were within normal range 1055-1560ohms. Caller stated that the group impedance showed the following: group a 1- 658 ohms, 4.188ma, 3.0v, 2+, 2-, 90pw, 500hz 2- 542 ohms, 5.701ma, 3.4v, 2+, 2-, 90pw, 500hz. The patient was getting coverage now but it was different than when the patient had the trial. The manufacturer representative reprogrammed the patient and it was too soon to tell if it was effective or not. The patient was having issues with the therapy and different positional changes. When the patient tucked in their chin, therapy would get strong. When the patient would straighten it out, it would relax more. It was also stated that the manufacturer representative had set up adaptive stimulation too to see if this would be helpful. The burning at the ins site started a couple of weeks ago, the event date of the lead migration was asked but unknown, and the positional changes of stimulation started on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that an x-ray was used to determine that both of the patient¿s leads had migrated, but the cause of the migration remains unknown. They noted that reprogramming the patient¿s device was successful in resolving the lead migration issue. The manufacturing representative stated that no actions/interventions were performed to resolve the patient¿s burning at their ins site at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code corresponding to the leads has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of a clinical study. It was reported that the patient was evaluated with suboptimal relief. There was lead migration of approximately two vertebral segments and migration of the spinal cord stimulation. The patient elected to proceed with a revision of the scs system and a lead/anchor revision occurred on (B)(6) 2017. The patient was receiving some benefit from the high density programming and, therefore, they tried to preserve some lead presence over the t9-10 intraspace. The healthcare professional was able to maneuver the left lead to t7 and the right lead to t8. The original lead entry was t12-l1 for both leads. A continuity check of the new leads was done using impedance testing prior to closure. The event resolved without sequelae. It was noted the event was unlikely related to the device or therapy and possibly related to the implant procedures, specifically the surgery/anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study via the manufacturer representative reported that the reason for modification was that the patient had lead migration and was no longer getting pain coverage in the legs or low back with the stimulator. The leads were repositioned at t7-8 instead of t6. The event occurred on (B)(6) 2017. It was specified the event was unlikely related to the device or therapy and possibly related to the procedure.